Event description:
About three years prior to the date of this report it was reported, the patient experienced a loss of therapeutic effect. It was stated, the patient would need to run to the restroom or they would ¿leak.¿ the patient experienced a return of symptoms that week previous. No known falls or traumas were reported. At the time, it was indicated, the device was on. The patient¿s program was switched from program 4 at 5.0v to program 1 at 4.1v. As of the date of this report, it was stated, the patient never had therapeutic effect. It was indicated that the "device did not work at all for" the patient. The device was removed and a new one was implanted on (B)(6) 2011.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3889-28 lot# v293834, implanted: 2009 (B)(6), product type lead. (B)(4).